Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an inaccurate sensor reading on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported symptom of panting and self-managed by consuming juice. There was no report of death or permanent impairment associated with this event.